Event description:
A healthcare facility in north carolina reported that the gauges of a rd900 neopuff infant resuscitator was slow to respond. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to infant resuscitator. Section d2: product code updated to fmt. Section g4: 510(k) number updated to k971695. Method: the manometer of the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: visual inspection confirmed no damage to the subject manometer. Performance testing was carried out and revealed that the subject manometer failed functional tests. It was observed that the needle movement was slow, confirming the reported fault. The subject manometer was further disassembled to inspect the internal components. The gear mechanism was confirmed to be functioning as intended, however it was observed that the bellow faulty. Further inspection of the internal components of the manometer revealed that the restrictor screw was occluded. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the slow movement of the manometer needle is due to the occluded restrictive screw. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in north carolina reported that the gauges of a rd900 neopuff infant resuscitator was slow to respond. There was no patient involvement as the issue was found whilst the device was not in use on a patient.